Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 02/18/2023 customer reported a flashing medtronic logo screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label. Unit was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Did not note any missing segments or partial displays throughout testing. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Unable to download/upload using crest/thus due to the display anomaly. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the unit booted up normally as well. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a flashing medtronic logo screen. In summary, the customer's report of a flashing medtronic logo screen was confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm is due to pcba2 and the moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they experienced high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump was flashing the medtronic logo and experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event. Troubleshooting was performed and it was found that the pump had a partial display. Troubleshooting was not completed for high blood glucose. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.